Event description:
To introduce human insulin into a medtronic "paradigm" insulin pump, a sterile 1.8 ml reservoir -mmt- 326a- is loaded with insulin -external to the pump-. To facilitate this, a needle locks onto the end of the reservoir, and the insulin bottle fits into the plastic docking area that surrounds the needle. As the end user, I have noticed on two occasions that this needle is not straight - as designed- but is bent towards one end of the plastic dock. In effect, this shortens the length of the needle, preventing it from being inserted into the insulin bottle without manually bending or pushing the needle to straighten it -which compromises sterility of the needle and possibly the insulin-. This appears to be an issue associated with a few separate lots I have noticed, including h7481224.